Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The system had a failure due to a localizer fault. The bump sensor was activated. Possible mechanical issue was observed. The camera was not working. Em was fully operational. Activation of the impact sensor may have occurred due to a mechanical collision. The camera should be replaced. The damaged camera grip should also be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, product ID: 9735811. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used. It was reported that there was an issue with the camera. Additional information was received. It was reported that the localizer faulted at the registration stage. The issue occurred pre-operatively with a patient present. There was no reported impact on patient outcome. Additional information was received stating that the reported event occurred during a tumor resection procedure. There was a delay of about 2 hours. Navigation was aborted. The procedure was completed.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the camera and camera clip were replaced. The system performed as intended. Codes fdm b01, fdr c07 and c08, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.